Event description:
It was reported that at follow-up, high capture and low sensing were observed. X-ray revealed that the lead dislodged. Lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.